Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery ste-up device testing, it was observed that the small battery drive device handpiece was unresponsive when the trigger was pulled. The reporter tested the handpiece with different battery cases and batteries; and was able to isolate the handpiece with the serial number as the affected device. It was also reported that there were no issues with any other devices and everything else "worked like a champ." It was not reported if there were any delays in the scheduled surgical procedure. It was reported that a spare device was available to complete the pre-surgery set up. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed when the bottom trigger was pushed there was no movement from the device and attachments/gauges would not release smoothly from the coupling head. It was noted that the wire insulation on the electronic control unit was cracked, one of the safety discs was missing and the magnets on the electric motor drive gear came off. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.